Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient informed his nurse practitioner the implant surgical incision was draining around the scs stimulator. The patient's physician was informed. The next course of action has not been determined.